Manufacturer narrative:
This device is available for analysis but the failure analysis report is not yet available.  However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17308752 presented no issues during the manufacturing process that can be related to the reported complaint. Gtin # (B)(4).

Event description:
As reported, when trying to inflate saber 6mm 4cm 90 balloon, pressure did not build up as normal. The physician suspects that there is a leak at the proximal shaft. Additional information was requested.

Manufacturer narrative:
As reported, when trying to inflate saber 6mm 4cm 90 balloon, pressure did not build up as normal. The physician suspects that there is a leak at the proximal shaft since there was leakage noted from the hub. Upon noticing, they exchanged the balloon and successfully completed the intervention without any further complications. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components no kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50:50. An encore 26 inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon did not inflate normally, there was leakage noted from the hub. The balloon did not maintain pressure during inflation. The balloon or shaft did not burst. The balloon catheter did not kink while being used. The balloon catheter was removed easily. There was no resistance/friction with other devices. The product was removed intact (in one piece) from the patient. There was no patient injury. Additional procedural details were requested but are unknown. Physician comment: the balloon was advanced without problem across the lesion. Up to this point, no irregularities concerning the balloon were noticed. When trying to inflate the balloon the pressure did not build up as usual. We noticed a leak at distal shaft/hub where small drops of liquid were escaping. One non-sterile saber 6mm 4cm 90 was received coiled inside of a plastic bag. The balloon was received deflated and no anomalies were observed on it. However, a crack was observed on the hub and this passed through the thickness of the hub. No other anomalies were observed. The whole shaft was inspected under microscope, it did not detect any damage or anomaly that could cause any leakage on the shaft. An inflation test was attempted to be performed on the received device; however, it was not possible due to the cracked hub. Sem results showed that the crack passed through the thickness of the hub. No tool marks were observed on the hub surfaces. Transversal view of the fractured section of the hub showed a pattern that showed evidence of brittleness, in this types of fractures the separation propagates rapidly, without an increase of applied stress; these types of surfaces were observed during the analysis in most of the separated surfaces of the hub. No visual evidence of any chemical degradation or damages in the material was noted and no other issues were observed during the sem analysis. A device history record (DHR) review of lot 17308752 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system- leakage¿ was confirmed through analysis of the returned device. The cause of the leakage was found to be due to a full-thickness hub crack; the leakage was not detected on the device shaft. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident.¿ the root cause of the hub crack could not be determined during analysis; however, it appears to be related to the manufacturing process of the product. This complaint was been included in a risk assessment and investigation to address this issue.

Event description:
As reported, when trying to inflate saber 6mm 4cm 90 balloon, pressure did not build up as normal. The physician suspects that there is a leak at the proximal shaft. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components no kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50:50. An encore 26 inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon did not inflate normally there was leakage noted from the hub. The balloon did not maintain pressure during inflation. The balloon or shaft did not burst. The balloon catheter did not kink while being used. The balloon catheter was removed easily. There was no resistance/friction with other devices. The product was removed intact (in one piece) from the patient. There was no patient injury. Additional procedural details were requested but are unknown. Physician comment: the balloon was advanced without problem across the lesion. Up to this point, no irregularities concerning the balloon were noticed. When trying to inflate the balloon the pressure did not build up as usual. We noticed a leak at distal shaft/hub where small drops of liquid were escaping. Upon noticing, we exchanged the balloon and successfully completed the intervention without any further complications.